Event description:
N/a

Manufacturer narrative:
Additional information/updated fields: sex, age at time of event, age units (patient), weight, weight (units) event site email address additional contact person: (B)(6). Reference complaint #(B)(4).

Manufacturer narrative:
Updated fields: lot #, serial #, exp. Date, manufacture date device evaluation: the reported iab lot #3000233190 but returned iab lot # 3000309868 and the returned iab was evaluated. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was not returned for evaluation. Photos were provided and reviewed. A kink was observed on the catheter tubing approximately 50.8cm from iab tip. A second kink was observed on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from iab tip. A laboratory insertion test was unable to be performed due to the membrane being unfurled and inner lumen kinked. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The condition of the iab as received indicated kinks on the inner lumen and catheter tubing. A kink in the inner lumen can cause difficulty during insertion. We are unable to determine when the kinks may have occurred. The evaluation confirmed the reported difficult insertion. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. Always grasp the iab catheter no more than 2.5cm from the insertion site or sheath bub and advance in short continuous stroke to avoid kinking the iab catheter. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Additional reporter: (B)(6) dr., cardiologist. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) membrane had unfurled during insertion. A new iab was inserted to provide therapy. The customer could not verify if they negative prepped the iab prior to insertion or if the one way valve had been removed prior to insertion. They were asked if .5 - 1 inch maneuvers were used during insertion and if the iab was touched after removing the t-handle but the customer was not sure. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complaint record ID # (B)(4).

Event description:
N/a.